Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and not detected on bus. The customer reported that the user was unable to remove the medication and also there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reconnect the bus cable. A field service engineer troubleshooted and removed back panel and checked all connections to each drawer. Reconnected bus cable to all drawers and restarted station the system functioned as intended.